Event description:
The device was used during a gastric bypass procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.